Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz1000-07 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim: pump leakedat connection between pump tubing and maxzero needleless connector. The nurse did note that the newer connectors have less threads than previous stock. 1 ca of product 0723mz100007 for customer po po202443513 o&m po 30776 when placing the pump, there was a leak between the tubing that is on the pump sent out by our pharmacy department and the maxzero needleless connector that is placed by nursing to connect the pump to the patient. The nurse stated that she made sure she tightened the connector and placed tape over it.